Manufacturer narrative:
On 04/20/2019, the mentor failure analysis lab has received the device for evaluation. Facility information: (B)(6). Reason for device explant and/or reoperation: device migration, wrinkling on 07/02/2019, the analysis results show that the device appeared intact. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 6748456, and no non-conformance's related to the reported complaint were identified. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation primary breast augmentation primary with mentor memorygel breast implant 215cc has developed right-side capsular contracture baker grade IV associated with breast implant. It was also reported that the patient has developed left-side cutaneous contour deformity (left breast and nipple to point downward). The patient was required surgical intervention (open capsulotomy (B)(6) 2018) and medical devices removal. As a result, the patient had undergone removal on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4). This medwatch is for the left breast implant.